Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed with hardware low level failures multiple times. Customer received alarm during self test. Customer was able to clear alarm. It was also reported that self test received a battery failed/replace battery alarm. There was no signs of physical damage on the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, sleep current measurement, active current measurement and self test. However, pump error 63 alarm confirmed in the device history due to broken trace at keypad assembly.